Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and before use, the 3x28mm xience sierra drug eluting stent (des) came off of the balloon. The des was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. It was noted that the stent implant was stationary on the balloon. The struts in the middle and distal portion of the stent implant were stretched out past the tip. The distal end of the stent implant extended beyond the distal marker due to distal stretching of the stent. The proximal end of the stent was between the markers. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as it was not confirmed during return device evaluation. The stent was returned with stent damage (bent and stretched stent struts) that may have been misidentified as a dislodgement. It is likely inadvertent mishandling during sheath removal and/or handling during the reported attempt to place the stent between the markers caused the stent damage noted on the returned device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, it was reported that the stent moved from between the markers and the physician tried to move the stent back to between the markers, but was unsuccessful. No additional information was provided.